Event description:
It was reported by field service report: symptom: system error 4 alarm comes up intermittently. The system uses helium rapidly.

Manufacturer narrative:
Findings/action taken: replaced central processing unit (cpu) board and could not duplicate the system error. Helium is being lost faster than normal. Replaced helium regulator. The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: the cpu board was returned for evaluation. The helium regulator was not returned. The cpu board was tested. Cpu component u1, the main microprocessor, was found to work intermittently. The reported system error 4 alarm indicates the main cpu failed. A device history record review was conducted on the iabp & it met all specifications & passed all in-process testing. There were no manufacturing abnormalities established between the DHR & the reported complaint. The intermittent failure of the u1 component on the cpu board was the cause of the intermittent system error 4 alarm.